Event description:
Customer reported blood glucose results of 68 mg/dl, 146 mg/dl, 228 mg/dl, 249 mg/dl, and 253 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.